Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing dry and itchy skin under her breast under the therapy electrode pad. There is no alleged device malfunction. The patient's physician prescribed an ointment for the irritation. Follow-up indicated that the skin irritation was improving.